Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. They could not see p-waves corresponding with atrial output no matter what the output. The p wave trends were highly variable with some high impedance. A chest x-ray was performed which did not reveal anything. The lead remains in use. No patient complications have been reported as a result of this event.